Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: device evaluation one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and the patient was found to have la grade d reflux esophagitis and a hiatal hernia. The capsule was then deployed and attached to the esophagus mucosa. The catheter could not however be withdrawn and reinsertion of the scope confirmed attachment of the capsule with catheter in place but it was not deployed despite reattempts at deploying. The handle was then broken to detach the catheter which was successful, however, the capsule was still intact with catheter and did not attach to the esophagus. The delivery system was then withdrawn. Endoscopy was utilized for probe placement and diagnostic evaluation. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule has been returned for investigation.